Manufacturer narrative:
510k: this report is for an unknown kits/sets/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales rep. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, on an unknown event the sales consultant was unable to locate the set of unknown synthes product and reached out to schedule a non forward stocking location(fsl) transfer of a set. It was not signed into spd. The sales consultant located a black bag at the hospital and believes the driver took the bag which was underneath the tray to be transferred. Because of this the case had to be cancelled and patient had to come back. There is no patient involvement. This report is for one (1) unk - kits/sets. This is report 1 of 1 for complaint (B)(4).